Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The advancer knob was loosened and advanced in order to inspect the handshake connection and the integrity of the connection and no damage was noted. The drive shaft, coil and sheath were inspected and there was no damage noted. The annulus of the burr was observed to be damaged and blocked with dried saline. The burr was soaked in hot water in order to dissolve the dried saline. Following this a test guidewire was successfully loaded through the device. Additionally, the complaint unit was unable to reach optimum speed as the device stalled due to the operation of the rotablator system without sufficient saline infusion. The advancer was dismantled and the ultem was found to be melted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer." (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that a drive shaft fracture occurred. A 1.50mm peripheral rotalink® plus was used to treat the target lesion located at the superficial femoral artery. During procedure, it was noted that the drive shaft of the device was fractured. The device was removed from the patient and they loaded a new 1.50mm rotalink plus. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was fine.

Event description:
It was reported that a drive shaft fracture occurred. A 1.50mm peripheral rotalink® plus was used to treat the target lesion located at the superficial femoral artery. During procedure, it was noted that the drive shaft of the device was fractured. The device was removed from the patient and they loaded a new 1.50mm rotalink plus. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was fine.